Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip, causing misalignment of the grips. A clip could not be properly loaded on the grips, and it did not show cracking damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument's tip was bent, and it did not secure the clip properly. The procedure was completed as planned with no reported injury.